Event description:
It was reported via repair work order that the jack could not lower due to damaged descent pedal assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.